Event description:
A customer reported experiencing a cartridge alarm 20 during the pump's load process. There was no adverse impact to the customer's blood glucose level. The issue persisted as the cartridge alarm recurred despite efforts to load a new cartridge properly. Consequently, tandem technical support decided to replace the pump. The customer was instructed to store and return the faulty pump, and acknowledged needing to program settings and connect their cgm to the replacement pump. No backup insulin therapy was available, so the customer planned to consult a healthcare provider.